Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 23-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that several sample patients were in an 'admit unknown' status and marked as placeholders, which prevented them from appearing on the station. A technical support specialist verified that services were running, confirmed real-time message flow during server downtime testing, and determined that the issue was isolated to specific patients. The technical support specialist advised the customer to contact the epic team to ensure patients are admitted correctly with the appropriate adt visit type. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary patient not crossing over. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.